Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system was giving an error message stating that the keyboard was not present. The error message prevented the account from entering the software making user input not possible. The surgeon decided to use a different navigation system that was on the site. A clinical specialist (cs) went to the site and was able to fix the keyboard cable. Everything then checked out and was working to specifications. There was no patient present.